Manufacturer narrative:
The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex st. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2014) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no., expiry date, UDI no.), d6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex st. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per operative notes, ¿hernia sac was identified from the surrounding fat and excised. A ventralex st mesh (device 1) was placed and sutured.¿ (B)(6) 2016 ¿ patient was diagnosed with mesh infection thereby underwent open repair with removal of ventralex st mesh (device 1) and implant of xenmatrix mesh (device 2). Per operative notes, ¿the mesh (device 1) appeared to be well incorporated and had a seroma posterior to it. The mesh (device 1) was removed and xenmatrix mesh (device 2) was placed and sutured.¿